Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence, and the planned treatment/non-emergency treatment of tavi (transcatheter aortic valve implantation) procedure was completed as planned by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that the system could not produce x rays. The review of the system logs revealed errors for both ¿can/sscf communication¿ and ¿syscan can not operational.¿ upon troubleshooting, the fse identified malfunction in the unit converting the hospital's power supply voltage to 24v dc. To resolve the issue, the fse replaced the pdu fan tray and dcps (dc power supply) and the defective part was returned for further analysis; however, the supplier¿s evaluation could not determine the cause of the parts failure. Following replacement, the system was returned to good working order. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.